Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module blood infusion set was difficult to disconnect the following information was received by the initial reporter with the following : rcc received a complaint via email. Email(s) attached. Safety report (B)(4) brief factual description tubing from prbc bag stuck in bag. Took numerous people to pull tubing out of bag. Once it was pulled out, blood bag port broke off. Unable to hang flush on the blood tubing.

Manufacturer narrative:
It was reported by customer that blood bag port broke off. One photo was received for quality evaluation. Examination of the photo submitted shows that a drip chamber spike has broken away from an IV bag that was connected to. From the photo, the spike appears to be broken and the infusion bag connection has been separated from the bag assembly and is still connected to the spike. A root cause for the reported failure could not be determined because the physical product was not submitted for a complete evaluation. The probable cause for the issue is that the infusion set spike was inserted or disconnected at an angle creating a force strong enough to break the spike of the drip chamber. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.